Event description:
It was reported that the day before reported event date when the patient went through theft detector at thrift store. She felt a buzzing in stimulation area, which since then has subsided. The stimulation was on at the time of going through detector. This was the first time this had happened going through theft detector. Additional information was requested, a follow-up repot will be sent if additional information received.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0fns7, implanted: (B)(6) 2014, product type: lead. (B)(4).